Manufacturer narrative:
(B)(4). The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the cutting burr device broke while being used together with the attachment device. It was reported that the event occurred during use on a patient. It was not reported if there were any delays to the surgical procedure of if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there were no adverse consequences to the patient. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.